Manufacturer narrative:
The ge service rep performed an on-site investigation. The tube was replaced and calibrated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not perform fluoroscopy and seemed to be overheating. No patient injury was reported.